Event description:
A balloon burst on the second inflation well below the rated burst pressure during a superficial femoral angioplasty procedure of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used in a calcified lesion, which co believes contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."